Event description:
A home patient (hp) reported to baxter (B)(4) that after they ended the therapy in the evening; in the morning after, there was smell of burning and the hp saw smoke from the device. There was no injury or medical intervention

Manufacturer narrative:
(B)(4). Device evaluation: the device was returned for evaluation. The reported issue was not confirmed. The device functioned as intended during evaluation. All components inside the device and power cord were in good condition. The device passed the electrical safety and was fully tested and calibrated during evaluation. The assignable cause was undetermined. Review of the service dates and activities revealed the previous return of the device was not for the reported problem.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.